Manufacturer narrative:
On june 10, 2020, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the correct date of implant explantation surgery was (B)(4) 2020. On june 25, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed in the posterior view on the device consistent with a crease/fold. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the crease measuring approximately 0.3 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of the gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of lot 203159 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The failure analysis lab received written authorization to perform additional testing, and the device evaluation summary was updated with this information on july 15, 2020. Below is the updated device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view consistent with a crease/fold. Leak testing was performed, according to the mentor procedures, and it revealed a tear within the crease measuring approximately 0.3 cm. No other tear was found. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of the gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient who underwent primary breast augmentation with two 550cc mentor memorygel breast implants, suffered bilateral ruptures, post-operatively. As a result, the patient was scheduled for bilateral implant explantation in (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).